Event description:
Customer reported the insulin pump was falling apart. Customer's blood glucose was 143 mg/dl. Customer reported the reservoir top rim plastic pieces are breaking off. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.